Event description:
It was reported that review of a computerized tomography scan (CT) four hours post implant, noted this electrode had perforated the peritoneum during the tunneling process at implant. The physician scheduled a revision procedure for a future date. Two days later, surgical intervention was undertaken. The electrode was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that review of a computerized tomography scan (CT) four hours post implant, noted this electrode had perforated the peritoneum during the tunneling process at implant. The physician scheduled a revision procedure for a future date. Two days later, surgical intervention was undertaken. The electrode was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.